Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm, fault isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and was not able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.